Event description:
Guidewire tip separation.

Manufacturer narrative:
The report from the affiliate indicated that the patient was admitted for a (pci) percutaneous coronary intervention of the (rca) right coronary artery in 2004. During the procedure, the tip of the guidewire was lost. There was no patient injury with the event. Additionally, information of the admitting diagnoses, procedure factors, medical treatment, and circumstances surrounding the intervention were not included with the report. However, additional information has been requested, but is not currently available. Additional information will be submitted within 30 days upon receipt.